Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. The customer's blood glucose level was in the 200's (mg/dl) and it was addressed with manual injections. Reportedly, the customer's blood glucose level lowered. The customer was sent a cartridge.